Event description:
The pump was returned for service with report of "turns off even when plugged in". Information was not provided whether or not the device was in use on a patient when the reported situation occurred. No additional information available.